Manufacturer narrative:
D4: lot number of the device is unknown - full UDI is not available.

Event description:
It was reported that, during use at the user facility, the device unintentionally activated, causing a third degree burn, that required post operation dressing change orders. It was further reported that the procedure was completed successfully, without delay.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
No new information.